Event description:
Patient had noise on rv lead that inhibited pacing x 1 second. Had new rv lead placed about a month later, same generator was used (implanted about 3 years earlier). Patient was in hospital for unrelated issue, had routine interrogation done and noise was seen again on new rv lead. Patient was seen again in office a couple weeks later and noise on rv lead was unable to be reproduced with provocative maneuvers however patient is chb and inhibition with noise. It was opted to change manufacturer lead and generator. Manufacturer response for ICD and rv lead, boston scientific 0292 reliance rv lead and e162 incepta dr (per site reporter). Have not heard from bsc yet.